Event description:
A customer reported that they observed a leak coming from the liquid waste drawer of an unicel dxl 600 access immunoassay system. The leak overflowed from the waste containers onto the floor in front of the instrument. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment, however no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was no exposure control plan in place at the facility and the material safety data sheet was not reviewed.

Manufacturer narrative:
Service was not dispatched for this event. The customer was able to clean up the spill and has not had any issues since. A definitive root cause has not been determined to date for this event.